Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Customer reported he performed test correctly but no lines appeared on test. He was unable to provide a picture of the cassette.

Event description:
Invalid result. Customer reported he performed test correctly but no lines appeared on test. He was unable to provide a picture of the cassette.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov4080002 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov4080002 met the qc criteria. The test results of retention samples from cov4080004 met the qc criteria. All cassettes flow normally and show results within 15 to 30 minutes of reading time. Test results can be found in the attachment of investigation. After completing the testing of retention samples, the root cause of issue is undetermined. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.